Manufacturer narrative:
The insulin pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump was received with pump error 43 alarm during rewinding. Unable to perform displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to pump error 43 alarm. Successfully downloaded history files and traces using thus. (8) pump error 43 alarms found in the insulin pump history/trace download on (B)(6) 2021 started from 13:57:13 o'clock to 15:07:21 o'clock. Pump error 43 alarm due to hardware error (line number 681 file number 121). Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor connector (j5) and motor flex cable copper connector traces and force sensor. Force sensor zero offset within specification (23.0 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and missing serial number label. Critical pump error (open book image) alarm not confirmed. Exposed to moisture was confirmed. Pump error 43 alarm due to corroded motor connector on electrical board 1 and motor flex cable copper connector traces. Cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that they had red cross on the screen and the insulin pump error was displayed before an open book image was displayed on the screen. Customer also stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.